Event description:
Customer reported the panorama central station's server shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the system's hard drive. Unit was safety tested to factory's specifications.